Manufacturer narrative:
Result: foot right and head right load cell failure.

Event description:
It was reported by service report that the scale was displaying an error code and inaccurate weight. No pt involvement or adverse consequences were reported.